Event description:
It was reported that the insulin on board (iob) and time remaining was incorrect. Reportedly, the pump displayed 25.22 units and the time remaining was stuck at 2:30 hours. Upon reviewing the t:connect data logs, tandem technical support determined that the iob was just adding up the bolus size despite the time between boluses. The customer's blood glucose level was 62 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the reported issue was due to an iob software corruption.